Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010. Data obtained from the device showed that it had failed the weekly self-tests on 3 occasions and that it had failed 7 manual self-tests on (B)(6) 2012. There was no evidence in the data to suggest that the device was switching itself on automatically as reported. Investigation did not replicate the problem reported by the customer. It did identify a fault with the -ve terminal pogo pin where by when tested under load the current flow through the pin was reduced which caused fluctuations in voltage significant enough for the device to detect and trigger a low battery warning. Testing of the device and the returned pad-pak from lot b0119 confirmed that both performed within specification. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.